Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold and weight to the spec. The unit is not rupture, cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side subcapsular "collection in the lower right inner quadrant¿, rupture, capsular contracture grade iii, deformation, increased tone, pain, double capsule and inflammation. Treatment with meloxicam and montelukast was given. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii these are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side subcapsular "collection in the lower right inner quadrant¿, rupture, capsular contracture grade iii, deformation, increased tone, pain, double capsule and inflammation. Treatment with meloxicam and montelukast was given. The device has been explanted.